Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d4: lot number: the lot number was inadvertently omitted in the initial medwatch report. The lot number has been updated accordingly. D4, h4, UDI: the device manufacture date and expiration date were unavailable in the initial medwatch report. The dates and UDI have been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.h10: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.h4: the device manufacture date was unknown (B)(4).

Event description:
It was reported by the sales rep from belgium that during a surgical procedure for a meniscal tear repair on (B)(6) 2023 the truespan device deployed while the surgeon had it in his hands without pulling the trigger. Another device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.